Event description:
Reported as: "a leak at the lap-band system right next to the band. We tried to do an adjustment and we could not access the port. The entire band was removed."

Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis results are pending at this time. Device labeling addresses the possible outcome of the leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."